Event description:
On (B)(6) 2011, during review of the vns patient's programming history it was discovered that high impedance was seen on (B)(6) 2011 during a normal mode diagnostics test. The patient's settings that day were output=3ma/frequency=30hz/pulse width=500use/on time=30sec/off time=1.8ma/magnet output=3ma/magnet pulse width=500usec/magnet on time=60sec. The patient was seen again on (B)(6) 2011 and a system diagnostics test showed high impedance as well as elective replacement indicator = yes. The physician had x-rays performed and the physician stated that the leads looked ok. However, the x-rays have not been sent to the manufacturer for review. Although surgery is likely, it has not yet occurred. Additional information is being requested from the physician but no further information has been received to date.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the battery replacement surgery that took placed on (B)(6) 2012, was for prophylactic reasons.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that the vns patient had a battery replacement that day. During pre-op system diagnostics the results showed output=limit/dcdc=7/lead impedance=high. When the generator was replaced, the same high impedance results were seen. The surgeon noticed about 3 inches of fluid in the lead that was located about 4 inches away from the generator. The surgeon was unable to visualize a fracture or incision. The generator was disabled and the patient will be scheduled for a lead revision surgery. Although lead revision surgery is likely, it has not yet occurred. Attempts for the return of the explanted generator were made but it has not yet been returned to the manufacturer for product analysis to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.